Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien troubleshot this issue with the customer over the phone and advise the customer to replace the flow sensor. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).